Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) was in backup mode with high voltage therapy disabled. Programming changes were made, and the ICD was restored. The patient was in stable condition.